Event description:
Patient reported the display of the infusion device is defective and this could result in misinterpretation of the insulin delivery amounts. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The display passed the optical and functional investigation successfully and complies with the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The communication with the computer does not work due to a defective ir interface. The technical investigation revealed an internal defect of the infrared transceiver, which caused the communication to the personal computer to fail. The defect had no influence to the functionality of the insulin pump.